Event description:
It was reported the insulin pump alarmed no delivery, while trying to fill the tubing. Customer's blood glucose was 400 mg/dl; it was high due to alarm. Customer's mother wanted to fix the alarm, so customer can resume therapy. Customer's mother was advised to clear the alarm. Customer's mother was advised to disconnect and reconnected tubing and reservoir manually push insulin through tubing, and insulin did exit. Customer's mother stated they were trying to bolus but stated she felt the amount calculation seemed to low. Customer connected the device and attempted to bolus 1.6 units for a 360 mg/dl. Customer was advised to do a complete set change. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.